Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the implanted lead at s1 migrated, confirmed via x-ray. Due to this, patient experienced a loss of therapy. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information revealed that the s1 lead was explanted and replaced. The l5 lead was also replaced (reference MFR report # 1627487-2019-03547) due to migrating out of space. Postoperatively, patient has effective therapy.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-03547.